Event description:
Per the clinic, the patient experienced recurrent infection and drainage behind the ear due with speech processor use, and subsequently was treated with antibiotics (date and duration not reported). The implanted device remains.